Event description:
A (B)(6) male underwent aaa repair on (B)(6) 2013. Patient with small access occluded on leg extension one day after procedure ((B)(6) 2013) of evar. The surgeon made a thrombectomy and the left side was healed. Patient recover with simple following.

Manufacturer narrative:
Occlusions are labeled in the IFU. Event evaluation: still under investigation.